Manufacturer narrative:
Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date and usage of device: monitor (B)(4) : (B)(6) 2013 - reuse. Electrode belt (B)(4) : (B)(6) 2011 - reuse.

Event description:
A united states distributor contacted zoll to report that a pt passed away on (B)(6) 2014. A review of the pt's downloaded data showed at 14:32:44 CPR artifact was detected. The pt received four inappropriate shocks between the times of 14:36:41 and 14:38:41. The four pulses that were delivered to the pt were between 2-3 joules of energy. The reported impedance was zero ohms. The low energy shocks were likely due to the pulse being delivered into an open load. This is consistent with zero ohm impedance. After reviewing the pt's ECG strips, the pt was likely receiving CPR from a bystander. It is likely that the therapy pads on the lifevest were not making full contact when the pt was receiving CPR. A review of the pt's downloaded data showed that the response buttons were not pressed during the entire event. Not other info available.